Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, post rotational artherectomy, the quantum maverick monorail balloon ruptured at 18 atms during the third inflation. The first and second dilatations were performed at 10 to 18 atms. The 90% stenosed and severely calcified lesion was located in the non-tortuous mid to distal right coronary (rca) artery. The procedure was successfully completed with another of the same device. No patient complications or injuries were reported. Patient status is reported as "good."